Event description:
Spontaneous call, patient reported that her pump is no longer working. Medication was drawn up, and did not want to manually infuse. Patient stated that she had extra medication on hand and would dose in a different manner than prescribed. The pharmacist advised the patient that her intended dosing was outside of guidelines and that the prescriber would need to be contacted for an updated order. No further information provided no adverse event was reported. Unknown if defective device on hand for return for investigation. New device being sent. Indication - other overlap syndromes, chronic migraine without aura, intractable, without status migrainosus psoriasis is vulgaris. Dosing information: infuse 10mg per (50 ml) subcutaneously daily for days 1-13. Take 5 grams on day 14 for a total of 135 grams over 14 days. Reported to (B)(6) by pt/caregiver.